Event description:
It was reported that the lead impedance was out of range and a pacing failure was also noted in rv bi-configuration mode. Changing the psa cable and clips did not solve this problem. The same result was observed in different device settings. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found .